Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a user requested assistance pairing a dexcom g7 with the ilet; the agent guided the user to switch from g6 to g7, start a new sensor, and restart the ilet when the display remained on ¿pairing with sensor,¿ after which the sensor paired successfully and blood glucose was not affected. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included troubleshooting and education on pairing the dexcom g7 and restarting the ilet. Investigation of this case revealed a pairing failure that resolved after device restart, with no responsible device conclusively identified. It was concluded, based on previously established findings for similar reports, that the most likely cause was transient cgm communication disruption, resolved after standard troubleshooting.